Event description:
A customer reported an event of a "chemical smell" (odor) emitting from the sterrad 200 sterilizer. Three hcws reported a reaction of a headache which lasted until the unit was turned off. None of the three hcws received any medical attention/treatment and are all "doing well." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report for the odor subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was not confirmed. The vacuum pump, catalytic decomp filter, oil return valve and 1/4 push-on hose were replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Correction: sex is unknown. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil additional manufacturer narrative / corrected data: additional parts replaced during service: oil mist filter, hepa filter. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ((B)(4) 2012 to (B)(4) 2013) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from (B)(4) 2012 through (B)(4) 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code human reaction ((B)(4) 2012 ¿ (B)(4) 2013) revealed the risk is considered broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practical for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system. A less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The catalytic converter, oil mist filter, vacuum pump, oil return valve, oil return hose and hepa filter were returned and tested. The hepa filter was clean and free flowing. The reason for the return of the hepa filter was not confirmed. The vacuum pump, oil return valve and oil return hose had no odor and passed a test cycle. The reasons for return of the vacuum pump, oil return valve and oil return hose were not confirmed. The oil mist filter emitted a very small amount of oil mist from the top cap. The reason for return of the oil mist filter was confirmed. The catalytic converter emitted a slight odor and weighed 635.94 grams. The reason for return of the catalytic converter was confirmed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.